Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer had any hearing impression with the device. The recipient has been reimplanted.

Event description:
The user no longer had any hearing impression with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.